Manufacturer narrative:
Roche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed. Per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring. Overall across the installed base, these issues from product use may occur sporadically. For invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. A cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available between (B)(6) 2021. Consignees have been notified. (B)(4).

Manufacturer narrative:
The investigation is on-going. A supplemental report will be submitted upon completion of the investigation. (B)(4)

Event description:
A customer in the united states reported a false positive flu b result was generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10104x, expiration date 31dec2021 on serial number (B)(4)). The same sample was repeated on a cepheid analyzer and generated negative results. The results were reported to the medical personnel treating the patient and/or the patient. The sample was collected using a nasopharyngeal swab in universal transfer medium (bd 220220, expiration date 28feb2022). Though requested, no additional patient information was provided. No harm was alleged.